Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  over the course of the implantable pulse generator (ipg) life, the right ventricular (rv) lead exhibited a high and raising thresholds. It was also noted that premature battery depletion was observed on the ipg and during the extraction procedure, it was  further reported that the right atrial (ra) lead dislodged. The ipg system was explanted and replaced. No patient complications have been reported as a result of this event.